Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, undefined impedance qualified as high, no sensing of r-waves, and was completely nonfunctional. The lead was capped and replaced. No patient complications have been reported as a result of this event.